Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging an unusual issue with the ot verio iq cable. The reporter mentioned that the cable had "bent prongs." The customer was sent a replacement cable. This complaint is being reported because the alleged issue remained unresolved at the time of the call as no troubleshooting could be performed. There was no indication that the product caused or contributed to an adverse event.